Event description:
It was reported that an unknown male patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After the procedure, effusion was confirmed with echocardiogram, drainage was performed. This occurred when the procedure was completed, when echocardiogram confirmed, about 2hours after bb. As the echocardiogram immediately after the procedure showed a small amount of effusion, the patient left the room only with administration of protamine, but drainage was performed about 3 hours after leaving the room. Atrial septal puncture was performed with an rf needle. Ablation was performed before pericardial effusion was identified. There was no evidence of steam pop. Irrigation catheter¿s flow rate setting was flow rate: 8 ml (30 w or less), 15 ml (31 w or more). The physician's opinions on the relationship between the event and the product is that it may be related that many ablations were performed while creating the mitralline. The adverse event occurred on (B)(6) 2022. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure. Protamine was administrated and drainage was performed for intervention. It is unknown when the event occurred. Dashboard; vector; visitag force visualization features were used. Tag index color option was used prospectively. The patient has left the hospital. The generator was a sag with serial number g4c-1942. Correct catheter settings selected on the generator. Pump switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Fot additional filter was used with the visitag. The lot number of d134801 is 30663273l. It is unknown that extended hospitalization was required. The flow setting for pre/post was 1/1. Visitag range: 3mm, time3 sec, fot: 3g, 25%. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-aug-2022, bwi received additional information regarding the event. The patient outcome of the adverse event is fully recovered with no residual effects. Correct catheter were settings selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Fot additional filter was used with visitag. Furthermore, the lot and serial numbers were updated on this form for the smarttouch catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).